Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous device history record (DHR) review was conducted. The DHR review found one unrelated non-conformance on this lot. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Study:(B)(6). Clinical adverse event received for left total knee revision to address instability, migration/loosening - tibial: date of implantation: (B)(6) 2018, date of event (onset): (B)(6) 2020, (left knee). Treatment: revision of tibial tray, tibial sleeve, tibial insert, and tibial stem. Depuy components: catalog ID: 150400105, lot ID: 8738356, description: attune c/ret fem lt sz 5 narrow cemented. Catalog ID: 151620505, lot ID: hp8387, description: attune cr/fb insert sz 5 5mm. Catalog ID: 3122040, lot ID: 8603879, description: smart set mv bone cement 40g. Catalog ID: 151820038, lot ID: 8710762, description: attune medial dome pat 38mm. Catalog ID: 151111202, lot ID: j9110z, description: attune revision tibial sleeve porocoat fully coated 37 mm. Catalog ID: 150660004, lot ID: 9544032, description: attune revision tibial base rotating platform size 4 cemented. Catalog ID: 151312110, lot ID: j75j25, description: attune revision pressfit stem 12 mm x 110 mm.